Manufacturer narrative:
The reported field event of a defective setscrew was not confirmed in the laboratory. The device was tested on the bench and examination of the setscrews showed that incorrect wrench insertions were being made in the field. No anomalies were found.

Event description:
It was reported that during implant procedure, the physician could not connect the lead to the pulse generator due to set screw irregularities. The device was not used and another was implanted. The procedure was successful without adverse consequence to the patient and the patient was stable.